Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported event was confirmed. The outer insulation and the ptfe coating of one of the sensing cables were abraded as a result of friction to the ICD can.

Event description:
During an ICD replacement, the physician noted that the lead insulation was entirely damaged and the conductor cables were exposed. The lead was capped.